Event description:
Device 2 of 2. Report MFR report #1627487-2013-20599. The patient received two leads with the same lot number. It was reported the patient was not pleased with stimulation coverage. As a result, the scs system was explanted on (B)(6) 2013.

Manufacturer narrative:
Results: the complaint could not be confirmed. Visual inspection of the ipg revealed no anomalies. The septum and header were clear and intact. The can was in good condition. The ipg was charged and the lab charging system was able to detect the ipg. The ipg accepted the full charge and was tested to manufacturing specifications using the auto-tester. The ipg passed all tests on the auto-tester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.